Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02002, 0001822565 - 2021 - 02004, 0001822565 - 2021 - 02006, 0001822565 - 2021 - 02007, 0001822565 - 2021 - 02008, 0001822565 - 2021 - 02010, 0001822565 - 2021 - 02011.

Event description:
It was reported that parts were found fractured during sterilization. Attempts have been made, but there is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -visual examination of the returned product identified signs of repeated use and fracture or cracking. Sem analysis on the fractured part found fracture surface artifacts suggest the shear overload failure mode or contact damage. Per zmrs and zmts common failure mode for the various impactor and tibial articular surface provisionals and materials presented in this summary is overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. These are easily identifiable features that allow trained reviewers to determine the failure mode without submitting all parts to sem for analysis. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. -the root cause of the reported issue is attributed to normal wear tear from repeated use of the device over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.